Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, a high voltage lead impedance (hvli) alert was received for high defibrillation impedance on the right ventricular lead. No changes or interventions were performed; the right ventricular lead will continue to be monitored. The patient was in stable condition.